Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe since it is not related to the device. Deflation: observed one opening assessed as unidentified (tear) opening (shell thickness within specification). As per the investigation procedure creases, wear abrasion, broken striated on plug strap assessed as surgical damage, total delamination of plug strap disk shell assessed as adhesive failure and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.